Event description:
It was reported that the patient went to the hospital with an artificial urinary sphincter (aus) that was not functioning properly. Two weeks later a surgery was performed and upon explant a hole in the cuff was found so it was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and leak tested. Visual inspection identified a cuff pinhole proximal to the cuff edge/seam consistent with wear at a fold. Apart from the observed damage no other damage or irregularities were found. Based on the information available and analysis results, the cuff pinhole could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital with an artificial urinary sphincter (aus) that was not functioning properly. Two weeks later a surgery was performed and upon explant a hole in the cuff was found so it was replaced. There were no patient complications reported.